Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject atrial lead dislodged approximately 5 days after implantation. This dislodgement was reportedly, evidenced by x-ray and capture failure. A re-intervention was performed. After being disconnected from the pacemaker, the subject lead re-positioned in the right atrial appendage where satisfactory lead measurements were obtained with a pacing system analyzer and the procedure was completed. The subject lead remains actively implanted. A review of the programmer files confirmed the reported capture failure.

Event description:
The physician reported that the subject atrial lead dislodged approximately 5 days after implantation. This dislodgement was reportedly, evidenced by x-ray and capture failure. A re-intervention was performed. After being disconnected from the pacemaker, the subject lead re-positioned in the right atrial appendage where satisfactory lead measurements were obtained with a pacing system analyzer and the procedure was completed. The subject lead remains actively implanted. A review of the programmer files confirmed the reported capture failure.